Manufacturer narrative:
All of units that were possibly involved in the procedure were thoroughly inspected/tested. The evaluation of each esu included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generators were/are within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the units. In conclusion, there were no issues with the esus that would have caused or contributed to the event. Most likely, there were many factors involved with the reported event. Bleeding is a known procedural risk. The units settings and endoscopic technique used in the procedure may have also played a role in the bleeding. In addition, the disease state of patient and his or her condition may also have been a factor in the reported complication. As a result, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with an erbe electrosurgical unit (esu/generator) during an endoscopic retrograde cholangiopancreatography (ercp) with papillotomy. The incident could have occurred with one of the other medical facility's vio 3 model esus (i.e., serial numbers (B)(6)). No information was provided regarding any specific accessory used with the generator. Specific information involving the settings of the esu used was not provided. During or after the procedure, bleeding occurred. No information was provided on how the bleeding was treated or the patient's condition.